Manufacturer narrative:
H6 coding corrected based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device was successfully working after the surgery. The stent displacement was identified by the doctor a year later during a follow up evaluation. There was migration after deployment. The cause of the migration is unknown. The pipeline was implanted at the intended location. Full wall apposition was achieved. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. After the surgical processes, the angiographic results were favorable. The adverse results were identified on the follow up evaluation. The patient was undergoing surgery for treatment of an unruptured left internal carotid artery (ica) ophthalmic segment aneurysm. It was noted the patient's vessel tortuosity was normal. Additional information received reported that the physician mentioned the event occurred after the dsa fu at 1year. They did not specified a date: dsa fu were performed between december2024 /january 2025. The morphology of each aneurysm was unknown at the time of the report. B373401- shield- mas ¿ residual filling, not resolved.

Event description:
Additional information was received stating that the cause of the pipeline migration was not determined. The doctor believed it was caused by the pipeline. The doctor did not want to perform any intervention and no further information was provided regarding if any other procedure was going to be done. The patient did not have any symptoms associated with the pipeline movement/migration. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician mentioned the event occurred after the dsa fu at 1year. They did not specified a date: dsa fu were performed between (B)(6) 2024 /(B)(6) 2025. The morphology of each aneurysm was unknown at the time of the report. B373401- shield- mas ¿ residual filling. Not resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the device was successfully working after the surgery. The stent displacement was identified by the doctor a year later during a follow up evaluation. There was migration after deployment. The cause of the migration is unknown. The pipeline was implanted at the intended location. Full wall apposition was achieved. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. After the surgical processes, the angiographic results (xpercity evaluation) were favorable. The adverse results were identified on the follow up evaluation. The patient was undergoing surgery for treatment of an unruptured left internal carotid artery (ica) ophthalmic segment aneurysm. It was noted the patient's vessel tortuosity was normal.